Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose level of 37 mg/dl. The customer was treated with d10 glucose. Customer did report the symptoms related to their low blood glucose such as they were low and was not responsive. Troubleshooting was declined by the customer for low blood glucose level. The insulin pump will not be returned for analysis.